Event description:
During servicing of a heartstart xl + defibrillator, a philips field service engineer noted a recurring 1:34 error in the log. There was no patient involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.